Manufacturer narrative:
The reported symptom (fluid leaking) was not confirmed during the treatment. The reported symptom (not draining, no alarm) was not confirmed during the treatment. The found symptom (hb make sure hb is on ht tray and unclamped) was confirmed during the treatment. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. During fill phase cycle 1 of the post-accelerated stress test 2 hour 15 min 8500 ml simulated treatment, an (hb make sure hb is on ht tray and unclamped) message occurred and the treatment was cancel. An inspection of the heater tray/scale found it was not obstructed and was functioning correctly. No fluid leaks in the test cassette during the test treatment. The failure was due to a fluid intrusion, which clogged a filter (hp1). The filter hp1 was replace with a clean filter. The second post-accelerated stress test 2 hour 15 min 8500 ml simulated treatment was performed and completely without failures. A (drain complication encountered) support warning occurred, as expected, when the patient line was clamped during the dwell phase, cycle 0. Accelerated stress test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. Mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact reported to technical support during troubleshooting drain complications on the liberty cycler of observing a fluid leak in cassette housing. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. It was indicated that the patient would complete treatment with continuous ambulatory peritoneal dialysis. Follow up with the patient indicates that the clinic was notified of the alleged event and that the patient was prescribed prophylactic antibiotics. The patient reported that there was no complications experienced as a result of the alleged event. No treatments were missed. Patient resumed treatment on a replacement cycler.